Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl. Low bg cause was not known. Customer administered glucagon injection to address the issue. Customer went to the emergency room (ER) with trace ketones and was treated with intravenous fluids of saline. Reportedly, customer was in the ER for 3 hours and was discharged with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy.